Manufacturer narrative:
No information has been provided to date. No lot number was provided; therefore, device history record review could not be completed. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the new pump had the same issue, when connected to the new cassette. The pump had a two-tone beep and displayed no disposable on screen. Troubleshooting did not resolve the reported issue. When the new cassette was placed on the pump, no alarm appeared. No patient injury was reported.